Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that there were no anomalies found with the battery voltage. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that there were no anomalies found with the battery voltage.

Event description:
It was reported that in-office battery measurement was 2.85v. The physician wanted to know what the real battery voltage was. The device remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that in-office battery measurement was 2.85v. The physician wanted to know what the real battery voltage was. It was further reported that the device was removed and replaced. No patient complications have been reported as a result of this event.